Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and showed no signs of inflation. The stent is slightly bent in its centre, but neither deformed or damaged and not displaced. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. Furthermore, it should be noted that according to the IFU the orsiro stent system is not intended to be re-inserted if it was removed prior expansion.

Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation, the orsiro stent could not pass the severely calcified lesion in the lcx.